Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no allegation of adverse consequences or surgical delay associated with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no allegation of adverse consequences or surgical delay associated with this event.

Manufacturer narrative:
The reported event, damaged lid, was duplicated; it was confirmed the hinge on the battery housing was broken due to a chemical attack identified by an engineer through visual inspection. Improper sterilization practices including improper rinsing or use of improper concentration of a basic disinfectant may lead to chemical attack of housing surfaces. The device was discarded by the manufacturer.